Manufacturer narrative:
The investigation confirmed that a non-repeatable falsely elevated vitros trop I es result was obtained from a patient sample processed on the vitros eci system. The investigation was unable to determine a definitive assignable cause. Service actions were performed to optimize system performance; however there is no objective evidence to associate instrument performance with the event. Therefore, an instrument issue contributing to the event cannot be ruled out as a contributing factor. Vitros tropi precision test results demonstrated acceptable performance following the service actions. Historical vitros tropi es quality control results revealed no performance issues. Therefore, there is no indication that a reagent issue contributed to the event. Additionally, the investigation suspects that the sample involved may not have been processed in accordance with the sample collection device manufacturer's recommendation. It is possible that cellular debris, due to poor sample preparation, was present in the affected samples, although this could not be confirmed. A definitive root cause for the event could not be determined.

Event description:
The customer observed a single non-repeatable, falsely elevated vitros tropi es result from a patient sample processed on a vitros eci system. (Tropi es result = 0.744 ng/ml vs. 0.015 ng/ml). The higher than expected vitros tropi es result was not reported from the laboratory as laboratory protocol requires samples with critical values to be repeated prior to reporting). However, a biased result of the direction and magnitude observed may lead to inappropriate physician action if occurred undetected. There was no allegation of patient harm. (B)(4).